Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system explant occurred due to pain at the lead site. There were no allegations against the ipg.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's device was device was explanted for an unknown reason. No further information is available at this time.